Event description:
The reporter indicated the surgeon implanted a 13.7 mm vicm5_13.7 implantable collamer lens, -13.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was reported as having torn during delivery. There was no patient injury and the lens remained implanted. The cause of the event was due to the device, the lens was stuck to the foam tip and upon retraction of the tip, the lens was cut. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).